Manufacturer narrative:
Additional narrative: the manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during cleaning, it was observed that the plastic gear of the radiolucent drive device was stripped out. There was no patient involvement reported. There were no patient or user injuries reported. It was reported that there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device plastic gear is stripped out was confirmed. An assessment was performed and it was found that the driving shaft was slipping on coupling gear, intermittently jammed and would not release tools from bushing. The assignable root cause was determined to be due to wear on components from normal use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.